Event description:
It was reported that the patient was presented remotely via merlin.net. Upon review of the transmission, it was noted that the left ventricular lead exhibited high pacing impedance. Programming changes were made and the patient was in stable condition.